Manufacturer narrative:
Follow-up # 1 ¿ (01/19/2015). The patient¿s test strips have been returned on 1/8/2015 and evaluated by lifescan product analysis on 1/8/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 ¿ ((B)(4) 2015). The patient¿s meter has been returned on (B)(4) 2015 and evaluated by lifescan product analysis on (B)(4) 2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (01/19/2015), a DHR (device history record) was completed on 01/16/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) (B)(6), alleging that his onetouch verio2 meter read inaccurately high compared to another meter (accu-chek aviva).the complaint was classified based on the customer service representative (csr) documentation. It is not known when the alleged meter inaccuracy issue began. The patient reported obtaining blood glucose readings of ¿9.3 and 9-10 mmol/l¿ with the subject meter and ¿6.4 and 6-6.8 mmol/l¿ with another meter. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages his diabetes with insulin (self-adjuster). The patient reported that his normal blood glucose range is ¿7-8 mmol/l¿ in the evening and ¿6 mmol/l¿ in the morning. The patient reported that when his blood glucose range is between 5-10 mmol/l he takes 5 units of basal insulin and when his blood glucose exceeds 10 mmol/l he takes 10 units of basal insulin. The patient reported that on two separate occasions after the alleged issue began, on (B)(6) 2014 at 9:52pm and on (B)(6) 2014 at 1:25am, he obtained blood glucose readings of ¿11.0 mmol/l¿ and ¿10.2 mmol/l¿ respectively and took an increased dose of 10 units of basal insulin in response. The patient reported that a few hours after administering the additional insulin, he developed symptoms of being ¿shaky and sweaty¿. In response to his symptoms, the patient reported self-treating with grapefruit juice and felt better shortly afterwards. The patient reported that a blood glucose test was performed on another meter (accu-chek aviva) at the onset of his symptoms and a blood glucose reading of ¿2-3 mmol/l¿ was obtained. During troubleshooting, the customer services representative (csr) confirmed that the unit of measure was set correctly on the subject meter, an approved sample site was used for testing and the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged product issue began.